Manufacturer narrative:
UDI: information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant due to the device manufactured date of 2012. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in used condition. The evaluation was performed, and the reported issue was confirmed. Unit was noted to have a crack by the elbow fitting and tank cover gasket missing. Water reservoir was filled with water. Water started to leak from both the enclosure by the drain fitting and tank cover due to missing gasket. The root cause of the reported issue was undetermined, however, possibly due to wear and tear. No further actions were required.

Event description:
It was reported that the enclosure by the drain is leaking. No patient injury was reported.